Event description:
A report was received that shortly after being implanted, the pt went to the emergency room because he was shaking and had spasms. The physician believed that it was related to the implant procedure and treated the pt with an IV and valium. As time progressed, the pt was no longer experiencing shaking or spasms and was reportedly doing well.

Manufacturer narrative:
This is the final report.